Manufacturer narrative:
(B)(4). The batch was manufactured between august 27, 2013 - august 28, 2013. Evaluation summary: the device was received for evaluation. Visual and microscopic inspection showed no evidence of particulate matter in the solution of the bladder. Tiny white striated marks were observed on the outer surface of the inflated bladder. The marks were determined to be antioxidant, which is a component of the bladder material. Antioxidant is not particulate matter. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a large volume intermate. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.